Event description:
It was reported that the patient developed a hematoma, between t8 and t10. About 2 hours after implant, the patient experienced left leg numbness and eventually lost right leg strength. The patient was taken back into surgery to remove the hematoma. The physician removed the titan anchors and moved the lead into the fascia to keep it sterile and will reattach it again within the next 2 weeks. Three hours after surgery, the patient regained feeling in the left leg. The patient recovered without sequela.